Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.